Event description:
I was promised help in upgrading my medtronic 770 g pump. They told me I would be getting a 770g pump when in fact they want me to install a software upgrade. I have been having issues with the 770g and guardian sensor. The sensor will expire after just a few days. On (B)(6) 2023 as has happened many other times the pump would not allow calibration of the sensor and indicated it would take up to 3 hours to update. When it did update my blood sugar was 50 and I was in distress. I needed immediate help as I was shaking and not able to function. I have spoken with technical support at minimed. They were supposed to give me a 780 g pump but have instead make me use the old pump. They have refused to help install the software. When I tried to do so on my own it didn't work and locked my pump up until I could reset it. I have called and have been promised a callback which has never come. This is a deceptive process claiming I would receive a 780 g system however it has not taken place. The process is endangering my life and others as the pump is not working, the sensor is not working correctly, and the whole system is unreliable and ineffective for users.